Event description:
Customer reported that an 840 ventilator was inoperative. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. The date of the event was not reported.

Manufacturer narrative:
The device has not been returned to covidien for evaluation. The user facility reported that reported event could not be duplicated. The device passed extended self-test (est). Covidien reference: (B)(4).